Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hidradenitis. Previously administered products included for prevent pregnancy: iud from 2010 to 2013, depo-provera from 2003 to 2010 and birth control pills from 2000 to 2002. Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 to (B)(6) 2019, celecoxib (celexa) since 2012 to (B)(6)2019, hydrocodone bitartrate;paracetamol (norco) since 2014 to (B)(6) 2019, ibuprofen since 2015, naproxen16- (B)(6) 2017 to (B)(6) 2019, oxycodone hydrochloride;paracetamol (percocet) since 2014 to (B)(6) 2019 and propranolol in 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression/psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, vulvovaginal pain, fatigue, hormone level abnormal, headache, weight increased and migraine had resolved and the depression outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and psych injury. Discrepancy noted in date of insertion (B)(6) 2014, (B)(6) 2013, (B)(6) 2013. Current weight 151lbs discrepancy noted on essure removal date (B)(6) 2019 (as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information and rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hidradenitis. Previously administered products included for prevent pregnancy: iud from 2010 to 2013, depo-provera from 2003 to 2010 and birth control pills from 2000 to 2002. Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 to on (B)(6) 2019, celecoxib (celexa) since 2012 to on (B)(6) 2019, hydrocodone bitartrate; paracetamol (norco) since 2014 to on (B)(6) 2019, ibuprofen since 2015, naproxen on (B)(6) 2017 to on (B)(6) 2019, oxycodone hydrochloride; paracetamol (percocet) since 2014 to on (B)(6) 2019 and propranolol in 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and vulvovaginal pain ("vaginal pain"). In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression/psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vulvovaginal pain, fatigue, hormone level abnormal, headache, weight increased and migraine had resolved and the depression outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and psych injury. Discrepancy noted in date of insertion on (B)(6) 2014 and on (B)(6) 2013. Current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, migraines / headaches, vaginal pain. Event psych injury is clubbed with event depression and "device monitoring procedure not performed" event deleted. Reporter information, aka name, historical drug, concomitant drug, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, hormone level abnormal, headache and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously event injury replaced with dysmennorhea (cramping). New events added - dyspareunia (painful sexual intercourse), pelvic / abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, hormonal changes, headaches, weight gain, essure confirmation test(s) conducted, specify no. Reporter and patient demographic information, essure indication ,start stop date and outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.